Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument did not work as intended, after a period of use, a burn mark was observed on the insulation near the tip off the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The e maryland bipolar forceps was analyzed and found to have thermal damage. The instrument had charring and localized melting on both yaw pulleys in the space between the grips.

Event description:
Refer to h11 for follow-up information.